Event description:
It was reported that stent damage occurred. Following pre-dilation with 75 % stenosis, a 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, when advancing the catheter to the lesion, the stent struts was lifted and the stent got damaged. The device was removed as it was and the procedure was competed with a different device. No patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).